Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). The stirrer motor was found to be blocked and could not rotate freely causing the alarm. The part was replaced and the issue solved. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message on the patient side. The device was used in the r&d department and it is not for clinical use. There was no patient involvement.